Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. G4: PMA/510(k) number was updated. G4: additional PMA/510(k) number ¿ k011028 / k013227 h10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided . A2: patient age and date of birth unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. D6a. Placement date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient experienced bone loss at unknown implant tooth site. Therefore, the implant was removed.